Event description:
The event was reported as: it was difficult to inflate the cuff due to resistance at the valve. No report of patient injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.